Event description:
It was reported that, "progressively worsening right hip pain. On x-ray acetabular cup was loose. Schedule for revision surgery which was performed on (B)(6) 2010. Surgery was uncomplicated."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code, x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.